Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported during a gynecology procedure, the flex deflectable videoscope exhibited an irregular iridescent light pattern on the lens. There were no reports of patient harm.